Event description:
The customer reported they could not use the system. The fse clarified that the system would not boot up. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The software upgrade was installed during the service call. The system was tested and found to be working as intended and put back into service.